Event description:
Report received from (B)(6) states: "the vitrectomy blades stopped working in the open position during the surgery. The aspiration was still functioning after the cutting failed. The surgery was completed successfully without any patient impact. Another pack was used to complete the surgery."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested and to be returned however it has not been received.